Manufacturer narrative:
(B)(4).

Event description:
It was reported that early sensor expiration occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to low/ high counts aberration via data. No injury or medical intervention was reported. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2019.